Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in an adult female patient who had essure (batch no. 808914) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted no". The patient's medical history included dizziness, photophobia, nausea, upper back pain, neck pain, neck cramps, loop electrosurgical excision procedure (conization of cervix w loop electrode excision 2003), biopsy (biopsy, uterine cervix), vomiting, herpes simplex, human papilloma virus infection, otitis media, endocervical curettage, inflammation nos (mild acute and chronic inflammation.), breast pain, bacterial vaginosis, heartburn, epigastric distress, cholelithiasis, ruq pain and abdominoplasty. Previously administered products included for an unreported indication: yasmin from 2006 to 2010. Concomitant products included medroxyprogesterone acetate (depo-provera) in 2011 and omeprazole. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), migraine ("migraine/migraines / headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back chronic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), hypertension ("hypertension"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), vaginal discharge ("vag discharge"), fatigue ("fatigue") and headache ("headache") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full) salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, nausea, headache and vaginal haemorrhage had resolved and the abdominal pain, back pain, hypertension, vaginal infection, cystitis, vaginal discharge, fatigue, migraine and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, fatigue, headache, hormone level abnormal, hypertension, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, menorrhagia, hypertension, vaginal infection, bladder infection, vaginal discharge, fatigue, nausea, migraine, headache and hormonal imbalance. The insert was released per protocol with 3 coils trailing at the ostia once the procedure was complete. The exact same procedure was then performed in the left ostia the 6 coils trailing at the left ostia at end of procedure. Concerning the injuries reported in this case the following events were reported in medical records: migraine and abdominal pain. Lot number: 808914 manufacture date: 2010-12 expiration date: 2013-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: pfs received- outcome of the event bleeding, headache, nausea and pelvic pain was updated from unknown to recovered. Onset date of the event was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in an adult female patient who had essure (batch no. 808914) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted no". The patient's medical history included dizziness, photophobia, nausea, upper back pain, neck pain, neck cramps, loop electrosurgical excision procedure (conization of cervix w loop electrode excision 2003), biopsy (biopsy, uterine cervix), vomiting, herpes simplex, human papilloma virus infection, otitis media, endocervical curettage, inflammation nos (mild acute and chronic inflammation.), breast pain, bacterial vaginosis, heartburn, epigastric distress, cholelithiasis, ruq pain and abdominoplasty. Previously administered products included for an unreported indication: yasmin from 2006 to 2010. Concomitant products included medroxyprogesterone acetate (depo-provera) in 2011 and omeprazole. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back chronic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), hypertension ("hypertension"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), vaginal discharge ("vag discharge"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraine/migraines / headaches") and headache ("headache") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full) salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia, hypertension, vaginal infection, cystitis, vaginal discharge, fatigue, nausea, migraine, hormone level abnormal, headache and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, fatigue, headache, hormone level abnormal, hypertension, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, menorrhagia, hypertension, vaginal infection, bladder infection, vaginal discharge, fatigue, nausea, migraine, headache and hormonal imbalance. The insert was released per protocol with 3 coils trailing at the ostia once the procedure was complete. The exact same procedure was then performed in the left ostia the 6 coils trailing at the left ostia at end of procedure. Concerning the injuries reported in this case the following events were reported in medical records: migraine and abdominal pain. Most recent follow-up information incorporated above includes: on 17-oct-2019: plaintiff fact sheet and medical records received. New event abnormal bleeding (vaginal) was added. Medical history, lot number and concomitant drugs were added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in an adult female patient who had essure (batch no. 808914) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted no". The patient's medical history included dizziness, photophobia, nausea, upper back pain, neck pain, neck cramps, loop electrosurgical excision procedure (conization of cervix w loop electrode excision 2003), biopsy (biopsy, uterine cervix), vomiting, herpes simplex, human papilloma virus infection, otitis media, endocervical curettage, inflammation nos (mild acute and chronic inflammation.), breast pain, bacterial vaginosis, heartburn, epigastric distress, cholelithiasis, ruq pain and abdominoplasty. Previously administered products included for an unreported indication: yasmin from 2006 to 2010. Concomitant products included medroxyprogesterone acetate (depo-provera) in 2011 and omeprazole. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back chronic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), hypertension ("hypertension"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), vaginal discharge ("vag discharge"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraine/migraines / headaches") and headache ("headache") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full) salpingectomy (bilateral)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia, hypertension, vaginal infection, cystitis, vaginal discharge, fatigue, nausea, migraine, hormone level abnormal, headache and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, fatigue, headache, hormone level abnormal, hypertension, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, menorrhagia, hypertension, vaginal infection, bladder infection, vaginal discharge, fatigue, nausea, migraine, headache and hormonal imbalance. The insert was released per protocol with 3 coils trailing at the ostia once the procedure was complete. The exact same procedure was then performed in the left ostia the 6 coils trailing at the left ostia at end of procedure. Concerning the injuries reported in this case the following events were reported in medical records: migraine and abdominal pain. Lot number: 808914 manufacture date: 2010-12 expiration date: 2013-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted no". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back chronic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypertension ("hypertension"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), vaginal discharge ("vag discharge"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraine") and headache ("headache") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full) salpingectomy (bilateral)). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia, hypertension, vaginal infection, cystitis, vaginal discharge, fatigue, nausea, migraine, hormone level abnormal and headache outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, fatigue, headache, hormone level abnormal, hypertension, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, back pain, menorrhagia, hypertension, vaginal infection, bladder infection, vaginal discharge, fatigue, nausea, migraine, headache and hormonal imbalance. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received: case became incident, event injury nos removed, new events (pelvic pain, abdominal pain, back pain, menorrhagia, hypertension, vaginal infection, bladder infection, vaginal discharge, fatigue, nausea, migraine, headache and hormonal imbalance, device monitoring procedure not performed were added. Reporter detail and date of birth of patient updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.